Event description:
It was reported that the ventilator did not deliver volume. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period.